Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than a month and a half after the implant of a new implantable cardioverter defibrillator (ICD) the system was extracted due to a pocket infection. Antibiotic treatment was required. No further patient complications have been reported as a result of this event.